Manufacturer narrative:
This is an initial report. The customer's products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1022503) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer's wife reported that on (B)(6) 2011 customer received erratic readings on his freestyle freedom lite blood glucose meter. Customer reported receiving readings of 280 mg/dl and 34 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. It was further reported customer experienced diaphoresis, feeling hot, felt "sick to stomach" and noticed his heart was fluttering. Paramedics were called, monitored his cardiac status, checked his blood glucose (no results provided) and transported customer to a local healthcare facility. Customer was diagnosed with severe hyperglycemia and treated with 14 units of insulin. Customer additionally self-treated by taking an aspirin. There was no report of death, serious injury or mistreatment associated with this event.